Event description:
It was reported that sudden bradycardia response (sbr) was turned on because the patient was passing out and having observed pacing pauses. After activating sbr, the patient reported feeling their heartrate change a lot. Boston scientific technical services (ts) was contacted, and ts discussed programming options. Ts noted normal device operation per programming, and that all programming options were nominal except the atrial pacing rate, which was high. The field representative thinks the high atrial pacing rate value may have been a programming mistake. The device and leads remain in service. No adverse patient effects were reported.